Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, 18 minutes into the treatment, the water levels in the heat exchanger were falling rapidly. When the nurse removed the catheter, he noticed that the anchoring balloon was torn and leaked. The patient suffered no complications and his condition was reported as stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B) (4).